Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1 establishment name: full name: eye center of the second affiliated hospital of zhejiang university school of medicine section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(4). Device evaluation: the product remains implanted. Customer provided photographs were evaluated. The photographs display an alleged non-toric lens model with toric markings. Therefore, the reported issue is confirmed. Manufacturing record evaluation: the manufacturing records review for this production order was conducted. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. A historical complaint review was performed, there were 2 complaints identified that were related to the same production order. Section h.9: johnson & johnson surgical vision (jjsv) has initiated a voluntary recall related to a limited quantity of tecnis symfony iols (zxr00) and tecnis eyhance iols (icb00) due to unintended toric fiducial marks. The non-toric lenses containing the fiducial marks have no direct impact to optical performance or clinical impact to the patient's outcomes. However, if the fiducial marks are noticed during the surgical procedure, this may potentially lead to the surgeon unnecessarily performing a removal and replacement of the iol given it appears that a toric iol was unintentionally implanted. A corrective and preventive action (CAPA) is opened for this issue. Investigation is ongoing and corrective action will be implemented as appropriate. Complaints will continue to be monitored and investigated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, doctor found astigmatism marker spots on the zxr intraocular lens (iol) under the microscope. The iol remains implanted. Patient vision is good, no issue. No further information available.